Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported via email "left cap con- baker grade iii". Device explanted. Left side.

Event description:
Healthcare professional reported via email "left cap con- baker grade iii". Device explanted. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and weight to the spec. Cloudy was observed after autoclave disinfection process. Device appearance a separation between the patch and the shell is observed according to qa 199.04 it is considered a defect, an additional investigation will be opened. Based on the device analysis the final assessment is: observed separation in the path and shell according to qa199.04 under the ss code is considered workmanship. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was separation in the path and shell according to qa199.04 under the ss code. This finding is not related with the reported event. According to the current risk documents the event of "split in patch" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.